Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump monitored for several days and no blank or frozen display noted. Pump received with normal operating currents. No damage found on the c13/lcd isolation tape noted. No unexpected failed batt test alarm or no battery power noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. Pump received with cracked reservoir tube lip, peeling keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a failed battery test alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed failed battery test and the buttons were unresponsive. Customer also reported that the insulin pump would turn off randomly while sleeping. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.